Manufacturer narrative:
G3, h2, h3, and h6: the device, used in treatment, was returned for evaluation. A visual of the returned cutting block confirms one of the spikes is broken off. The broken piece was not returned with the device. This device exhibits signs of significant wear and use. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instruments that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. D8 and d9: device returned. G2: report source update.

Event description:
It was reported that, before a tka surgery, during set up, one gii post ref a/p blk sz 5 snapped off. This happened before use in patient. Surgery was performed, without any delay, with a smith and nephew back-up device instead. No health consequences were reported.